Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the device had poor staple formation while being use in first firing on a hepatic vessel. The handle cracked half way through the firing sequence. The component of the device broke off. The staple line was incomplete on the distal part. New reload was used in order to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, the device had poor staple formation while being use in first firing on a hepatic vessel. The handle cracked half way through the firing sequence. The component of the device broke off. The staple line was incomplete on the distal part. New reload was used with the same cracked handle in order to complete the case. There was no injury caused to the patient and no medical intervention was required.